Event description:
Device 2 of 4. Reference MFR. Report#: 1627487-2019-06042, 1627487-2019-06040, & 1627487-2019-06038. It was reported the patient was receiving inadequate stimulation. X-ray imaging confirmed lead migration. An impedance check revealed high impedance on several contacts. As a result, the patient's leads were explanted and replaced. Surgical intervention resolved the patient's issue.